Event description:
Reportedly, during a f/u, a lead dislodgment has been detected. As an atrial arrhythmia was also detected, a cardioversion has been performed and followed by successful device interrogation afterwards. The revision of the dislodged atrial lead has been performed 2 days later; however, the pacemaker involved in this MDR report could not be interrogated. The device was forced to switch to standby mode to restore normal operation; however, the procedure was not successful. The device has been replaced and returned for analysis.

Manufacturer narrative:
On (B)(6) 2010: this event concerns a device that was mfg and used outside the us. Analysis is pending.